Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that a complete calibration was performed on (B)(6) 2024 and the circuit test failed once at (B)(6) 2024 20:24:50 (system time) with the reason "leak flow & compliance. Customer repeated the calibration again on (B)(6) 2024 20:59:35 followed by 7 circuit test type e successfully passed. O2 flow test not showing any failure. The failure is no longer reproducible after recalibration. Most likely the issue was related with the calibration performed on (B)(6) 2024.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised performing flow o2 (oxygen) controller check where the pressure is set to 10 mbar, the flow o2 to 20 lpm, and the mushroom to 0. The issue involved two serial numbers. This is for (B)(6). Please see (B)(4) for (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical that the bellavista 1000 has missing neo software and there is a leak after full recalibration. Additionally, it alarmed "mismatch between delivered and measured fio2" and ¿o2 concentration low.¿ furthermore, there was no patient involvement associated with the reported event.